Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with a capturing problem on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. No patient symptoms or condition were reported.